Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 30 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The disposable cartridge was not returned as requested. Facility staff attributed the alarm to the patient's arterial needle not being balanced well. There is no evidence of a device malfunction. Nxstage medical considers this report closed. No additional information will be provided.